Event description:
Valve looked like it was leaking. This was initially reported as leakage. However, it was later reported that the wrong package was opened by the doctor, and therefore not a product complaint. When receied, the valve was examined and it was determined that it had been handled.